Manufacturer narrative:
Investigation of the 20mm, uni-lateral serrated blade tubeset fracture that occurred during a multi-level tlif procedure will include an evaluation of the actual device and review of relevant production records. This investigation is ongoing, and a follow-up will be submitted when investigation is finalized.

Event description:
On (B)(6) 2025, misonix® llc., at bioventus® co., received a report of an event involving a nexus® bonescalpel® 20mm, uni-lateral serrated blade tubeset (part number 10-31-1121, lot number 243034) that occurred during a multi-level tlif procedure on (B)(6) 2025. During decompression under normal use and operating conditions the blade broke on one side. Following this the user retrieved the broken piece from the surgical site without further intervention. Surgery resumed and completed after replacement of the disposable blade. The user noted following the procedure that at the start of usage the blade seemed "off".